Event description:
During deployment of the trunk-ipsilateral component of the excluder bifurcated endoprosthesis, it dropped a few centimeters below the intended target site. An aortic extender was placed and deployed as close to the renal arteries. During deployment, the aortic extender jumped up a bit into the renal artery orifice. Although, the flow to both renal arteries was excellent, the physician decided to place a stent inside the renal artery as a precautionary measure. There was no adverse outcome to the pt.